Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the lead. The patients lead was replaced and will not be returned. The patient had excellent coverage postoperatively.